Manufacturer narrative:
It is not possible to perform a document review since the lot number of the device involved is not available.

Event description:
Revision surgery on the (B)(6) 2020 due to infection, the only information available is that the implant involved is a liner f high cross. Primary date is unknown.